Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving gablofen (baclofen) 1000mcg/ml for a total dose of 174.5mcg/day via an implantable pump for intractable spasticity and post spinal cord injury. It was reported alarm heard/telemetry not yet performed. The patient reported an audible pump alarm was heard and that they began gearing the alarm 1 month ago ((B)(6) 2017). It was unknown if the alarm was a one tone or two tone and did not know how often the patient was hearing it. It was noted that the last pump refill was on (B)(6) 2017 and the next low reservoir alarm date was (B)(6) 2017. It was noted the patient was asymptomatic at this time. It was noted that the patient will be seen later this morning. It was later reported a motor stall had occurred. It was noted a motor stall was seen at initial interrogation and patient did not recently have an magnetic resonance imaging (MRI). It was noted that the pump alarm was going off and pump status and/or event logs report multiple motor stalls and recoveries occurred. It was stated that there were "twenty-some" instances in the pump logs, all relatively short in duration except for a couple of recent stalls lasting nearly 8 hours. It was confirmed there were no electro-magnetic imaging (emi)/magnetic sources present and to consider pump replacement. It was now reported that the patient does notice some increased spasms from time to time. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.